Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection was performed which noted a pinched cable (wires were showing); however, the inner wires were intact with no metal exposure. The reported condition was verified. The cause of the reported condition was a pinched cable. To correct the condition, the load cell cable would be replaced to resolve the verified issue. The device was serviced to meet functional specification. A service history review revealed the device had not been serviced within the last 12 months. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load cell of an exactamix automated compounding device had wires showing. This was identified during programming/setup. There was no patient involvement. No additional information is available.